Event description:
I had a breast augmentation on (B)(6) 2018 with allergan natrelle cohesive silicone implants, submuscular. Around mid-(B)(6) 2018, I began having widespread burning nerve pain that started in my mid-back and over the next few weeks spread to everywhere on my body: knees, ankles, back of hands, face, neck, chest, stomach, underarms, and arms. My face is sensitive to the touch and feels like a severe sunburn, yet no rash or redness. My hands are so sensitive it hurts to dry them with a towel. End of (B)(6) 2018, I began having tingling in my feet. I frequently have muscle ache/feeling of heaviness in my knees and thighs. Beginning of (B)(6) 2019, I started with daily dizziness and fatigue. I went to the ER on (B)(6) 2019, due to numbness in my face and on the inside of my thighs. I had a brain/cervical MRI that ruled out demyelination. On (B)(6) 2019, I had 10 vials of blood drawn at my primary care doctor¿s office to test for: thyroid cascade, serum prot elect, lyme igm/igg ab-rl, heavy metal (mercury), ana. All bloodwork was negative. I have been referred to a neurologist. As of this writing today (B)(6) 2019 all of my symptoms are getting much worse. I have also noticed a change in my vision, dry eyes and mouth, and near constant tinnitus. Prior to my implants I was extremely healthy, very active and had no autoimmune illness or any other serious illnesses or medical conditions. I have had to resign my position as a (B)(6) at (B)(6) I (B)(6) at due to my extreme fatigue.